Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient passed away due to acute myocardial infarction. It was also reported that the patient's death was not related to the ipg system.

Event description:
It was reported that post operatively after the implant of the implantable pulse generator (ipg) system, the patient was profoundly sweating and lost consciousness. Patient experienced chest tightness, shortness of breath and tachycardia. Oxygen saturation was about seventy percent and blood pressure was high. Oxygen mask was used to stimulate breathing. Medication was administered. Despite these efforts, oxygen saturation remained low. Blood pressure dropped, dopamine was given to increase blood pressure and infuse fluids. Later, respiratory and cardiac arrest occurred. Cardiopulmonary resuscitation was attempted to rescue the patient. Endotracheal intubation was performed. Adrenaline was intermittently used to strengthen the heart, and dopamine was continued to increase blood pressure and alkalinize fluids. The blood pressure and heartbeat did not recover. Eventually, the patient passed away. The cause of death was suspected to be myocardial infarction, cardiac tamponade and pericardial effusion due to leads perforation, pulmonary embolism and acute coronary syndrome possibly related to the arterial occlusion.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.